Event description:
On 3/16/09, this senior medical surveillance specialist spoke with a customer/layperson regarding his allegation to a customer care advocate in 2009, that he was hospitalized with a blood glucose of over 800 mg/dl and treated for a heart attack after his onetouch ultra2 meter would not turn on. The advocate replaced the meter and test strips. The pt reported the following to this specialist: two or more months before his 2009 call to customer service, the pt left his onetouch ultra2 in his truck, where it reportedly froze when the temperature was 35 degrees below zero. Although the meter initially would not turn on, after it came to room temperature it did power on. However, the display had cracked, reportedly due to the low temperature, and the screen became black preventing the pt to see the results. The pt used his 10 year old daughter's onetouch ultrasmart meter, although not as frequently as he had tested on his own meter. After an unrecalled amount of time, the pt's results on the daughter's meter ranged from 50 mg/dl to hi (over 600 mg/dl). Although the pt increased his humalog, he visited his physician because his blood glucose did not decrease. Three weeks after the meter froze, and an unknown time after seeing his physician, the pt suffered a heart attack. Three days before the heart attack, blood glucose results on his daughter's meter were still hi. Although he did not test again prior to his hospitalization, he continued injecting humalog and taking his 44 units of lantus at 9pm every night. The pt was treated for elevated blood glucose over 800 mg/dl and a heart attack. After four days in intensive care and an additional seven days in the hospital, the pt was discharged. He has been advised to have a stent inserted. The complaint is reported since the pt alleged that because he was unable to use his own meter due to the damaged display, he had to use his daughter's meter to test. He reportedly had obtained high blood glucose readings after the product issue. In addition, the pt reportedly had to receive medical intervention for high blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The pt does not recall the event date.